Manufacturer narrative:
If follow-up, what type corrected data: supplemental MDR #1 inadvertently did not have anything selected for the type of follow up that was provided. Supplemental #1 provided additional information therefore "additional information" should have been selected.

Event description:
The patient had generator replacement surgery on (B)(6) 2016 and the explanted generator was discarded; therefore no product analysis will be performed. It was reported that the generator replacement was due to near end of service - yes.

Event description:
Follow-up information revealed that the increase in seizures was the same as the patient's pre-vns baseline levels. There were no external factors that may have contributed to the increase and diagnostic results were within normal limits.

Event description:
It was reported on (B)(4) 2016 that the patient¿s generator is at eos-yes and she is having an increase in seizures. However, was indicated that the patient's device was still programmed to 2.5 ma which shows that the device is not yet pulse disabled. Clinic notes were received on (B)(6) 2016 and dated (B)(6) 2016 for this patient¿s referral for vns battery replacement. Notes do not mention an increase in seizures. The relationship of the patient's seizures to pre-vns baseline levels is unknown.